Event description:
It was reported, when the surgeon went to backslap the nail the threads on the universal rod broke off in the strike plate ruining both products.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.